Event description:
There were two issues with this ligasure dolphin tip laparoscopic sealer/divider. First, upon opening the package to the sterile field, the purple plastic button located on the portion of the instrument proximal to the user popped off onto the floor. Since the button could be pressed without this purple plastic cover, an attempt to use the instrument was still made. Second, upon activating the device for use on the patient, the blades didn't seal properly. The device was then removed from the field and a new device was used for successful completion of the procedure. No harm came to the patient. Per site reporter: the manufacturer will be issuing a return kit and we will return the device for failure analysis. Further correspondence with the manufacturer will be documented in the messages section of this report if/when it becomes available.